Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle had poor sleeve function. The following information was provided by the initial reporter: material no: 368607, batch no: 8341821. It was reported the blood would not go into the vacutainer but would get stuck in the gray area in the vacutainer. The blood would not go into the vacutainer but would get stuck in the gray area in the vacutainer. Not sure if I can explain it correctly but she said the blood would not draw at all but it looked like it was.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle had poor sleeve function. The following information was provided by the initial reporter: material no: 368607, batch no: 8341821. It was reported the blood would not go into the vacutainer but would get stuck in the gray area in the vacutainer. The blood would not go into the vacutainer but would get stuck in the gray area in the vacutainer. Not sure if I can explain it correctly but she said the blood would not draw at all but it looked like it was.